Event description:
The caller alleged discrepant results when compared with lab results reported as follows: date: 2008, inratio: 4.8, lab: 3.1; date: same day, inratio: 3.5, lab: 2.8. The pt also repeated the test with the inratio meters. The results are as follows: 5; 4. This is an adverse event. The pt's lovenox was changed.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 4.8, lab: 3.1, mean: 3.95, confident limits: 2.3-5.7; date : same day, inratio: 3.5, lab: 2.8, mean: 3.15, confident limits: 1.9-4.6. As per the internal procedure the inratio and lab values are within the confident limits. The pt did the second test after two weeks. As per internal procedure. 2 section 8.3 if the time elapsed exceeds three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. The pt also repeated the test with the inratio meter. The results are as follows: the % cv is less than 20%, the criterion is met as per the internal procedure. The product will not be investigated. Pt had a change in dosage of lovenox.